Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw was completely stuck and it couldn't fire the clip. The product is the first time to use. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.